Manufacturer narrative:
Event date was approximated. (B)(4).

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure under local anesthesia performed by a radiation oncologist on (B)(6) 2022. The patient had spaceoar injection without patient complications. On (B)(6) 2022, the patient underwent brachytherapy session with 12gy (15 needles), and no patient complications were noticed. The patient was prescribed with anti-inflammatory and qprost (suppository). On (B)(6) 2022, a second brachytherapy session with 12gy (15 needles) was performed. The patient complained about rectal discomfort, tenesmus and anal pain before brachytherapy session. The patient continued anti-inflammatory medication, but not the qprost due to a patient misunderstanding. On may 20, 2022 via phone call, the patient complained about fecal incontinence. The patient was prescribed with qprost and anti-inflammatory medication. On jun 6, 2022 via phone call, the patient reported to develop fecal incontinence, rectal mucosity, weight loss and pain. The patient was treated with eterocoxib and claversal. On july 1, 2022 the patient reported rectal pain, mucosity and use of fecal diapers. The patient was taking tramadol. On (B)(6) 2022 the patient was diagnosed with orchiepididymitis, an echography was performed to evaluate the illness and the patient was treated with antibiotics. On (B)(6) 2022 during consultation, the patient reported rectal pain, urine leaking trough rectum since the day before ((B)(6)). Although the patient was under tramadol and nolotil , the symptoms did not improve. Then, during digital rectal examination a coin size lesion of internal wall of rectum with irregular edges was noticed. Rectoscopy and magnetic resonance imaging (MRI) were performed. Biopsy was negative to malignancy. And it was suspected the patient presented rectourethral fistula. The patient is receiving brachytherapy sessions. The patient underwent colostomy and cistostomy. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Additional information received on 26sep2022: block b5: event description. Block e3: event date was approximated. Block h6: clinical code e232401 captures the reportable event of fecal incontinence. Clinical code e2314 captures the reportable event of fistula. Clinical code e2330 captures the reportable event of pain. Clinical code e2326 captures the reportable event of inflammation.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure under local anesthesia performed by a radiation oncologist on (B)(6) 2022. The patient had spaceoar injection without patient complications. On (B)(6) 2022, the patient underwent brachytherapy session with 12gy (15 needles), and no patient complications were noticed. The patient was prescribed with tamsulosin, etericoxib and qprost suppositories for 15 days. On (B)(6) 2022, a second brachytherapy session with 12gy (15 needles) was performed. The patient complained about rectal discomfort, tenesmus and anal pain before brachytherapy session. The patient continued anti-inflammatory medication, but not the qprost due to a patient misunderstanding. The patient was recommended to continue with tamsulosin, etericoxib and qprost suppositories for 15 more days. On (B)(6) 2022 via phone call, the patient complained about fecal incontinence. The patient was prescribed with qprost and anti-inflammatory medication. On (B)(6) 2022 via phone call, the patient reported to develop fecal incontinence, rectal mucosity, weight loss and rectal pain. The patient was treated with eterocoxib, qprost was changed by claversal. On (B)(6) 2022 the patient reported rectal pain, mucosity and use of fecal diapers. The patient was taking tramadol. On (B)(6) 2022 the patient went to the emergency room for pain and swelling of the left testicle, and it was diagnosed with orchiepididymitis in the left testicle, an echography was performed to evaluate the illness and the patient was treated with antibiotics. On (B)(6) 2022 during consultation, the patient reported rectal pain, urine leaking trough rectum since the day before (august 15th). Although the patient was under tramadol and nolotil , the symptoms did not improve. Then, during digital rectal examination a coin size lesion of internal wall of rectum with irregular edges was noticed. On (B)(6) 2022 a rectoscopy was performed, the anatomy of the rectum was observed to be distorted with a cul-de-sac on which there was a nodular lesion of abut 4 centimeters. On (B)(6) 2022 a biopsy and magnetic resonance imaging (MRI) were performed. The biopsy was negative to malignancy. And it was suspected the patient presented rectourethral fistula. The patient is receiving brachytherapy sessions. The patient underwent colostomy and cistostomy.